Manufacturer narrative:
Engineering analysis: the details indicate that after successfully delivering the stent to the treatment location the decision was made that the stent was not long enough. Upon withdrawing the stent back into the introducer sheath the stent was dislodged. Upon opening the returned device the stent was floating in the package and was deformed to the point where an accurate measurement of the stent could not be obtained. The catheter shaft under the balloon was badly kinked and it is not clear if this happened during the procedure or if this occurred during the packaging of the product after the procedure. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The impressions indicate if the stent was properly crimped on to the balloon. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The instructions for use specify the following: do not withdraw the icast covered stent back into the bronchoscope or endotracheal tube once the device is fully introduced." (In this case it was the introducer sheath). It also states, "to achieve accurate measurement and ensure precise sizing and placement of the device, use image-center, magnified fluoroscopy, including a marker guide wire or catheter. Check that the diameter and length of the device as well as the balloon catheter length are correct before removing from the package." Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37 lbs result: all 59 quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing related to the stent. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the device and or lot of stent delivery systems in question. The icast covered stent system has not been tested or evaluated for use in the mesenteric artery.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
A physician was attempting to place a stent into one of the mesenteric arteries. After delivering the stent to the target she decided it was not long enough to cover the lesion. She held the wire while one of the techs pulled on the stent/balloon catheter to remove it from the patient. When it was removed it was no longer on the balloon, but was stuck in the sheath. It was successfully retrieved. No harm to the patient.